Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service manual, operational and diagnostic analysis confirmed the reported issue of internal failure. The 200 ref 12 error code was displayed when the unit was powered on. Additionally, the following deficiencies were found: broken cheese head screws; scratched fascia; top plate and base plate were replaced; fascia label and membrane panel were replaced due to the replacement of the fascia; missing mounting feet were replaced. The root cause of the reported failure can be attributed to the loose idt board found during evaluation. To correct the issue, the idt board was reseated. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unspecified surgical procedure of the knee, it was observed that the vapr 3 generator device had an internal failure error. During in-house engineering evaluation, it was determined that device had a error code 200 ref 12. It was reported that the procedure was completed with a different generator with no patient harm or surgical delay to the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.